Event description:
Per email: outbound. Patient reported she went to emergency room 1 month ago due to unresolved no. Disposable alarm on both cadd legacy pumps with same remodulin cassette. Catheter confirmed ok. No. Further details provided. Medication: remodulin 1mg/ml, united therapeutics. Dose: 72 ng/kg/min - intravenous. Frequency: continues. Start date: (B)(6) 2020. Lot# 939851 expiration date 11/30/2022. Diagnosis: primary pah.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.